Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air sensor issues which were not reproduced during evaluation. Multiple air in line alarms were verified through a review of the event history log and evaluation determined that the ultrasonic sensor was out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air sensor issues. There was no patient involvement. No additional information is available.